Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer cleaned the speaker holes and loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 337 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.